Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on (B)(6) -2016 the patient reported skin breakdown that began again several days ago. Examination revealed recurrence of skin breakdown; excoriation over pump located in right buttock; mild erythema; no drainage. Interventions included initiation of bactrim ds on (B)(6) 2016 and wound closure and pump relocation planned on (B)(6) 2016. The outcome was now ongoing.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated an examination on (B)(6) 2016 gave results of the patient doing well, no additional skin breakdown, pain or drainage from incision and no fevers; wound edges well approximated, no erythema, tenderness or drainage. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was repositioned on (B)(6) 2016.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving fentanyl (4,000.0 mcg/ml at 1,302.2 mcg/day) and bupivacaine (8.0 mg/ml at 2.6043 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016, the patient reported noticing skin breakdown over the pump over the last two months. On examination there was dime-size skin breakdown over the pump. No exudate, some erythema around this area (right supra gluteal region). On (B)(6) 2016 examination found a lesion over the right buttock/low back. On (B)(6) 2016, the patient was taken in for surgical exploration/I<(>&<)>d (incision and debridement). Surgical observation found a small skin breakdown in crevice that had not healed; roughly 2 cm eschar of necrotic tissue was quite superficial; and no purulent material under the skin. On (B)(6) 2016 examination found incision was clean, dry, intact, and healing well; wound edges were well approximated; there was no erythema, tenderness, or drainage noted, and the staples were removed without incident. The event outcome was noted as "resolved without sequelae (B)(6) 2016" the event was possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.